Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is distorted image due to faulty cable, also kinks and small cut on cable, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It is reported that the subject device had short in cord. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.